Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be provided after the investigation has been completed.

Event description:
It was reported that a patient was put on the stress machine and connected to the ECG, which showed a false reading when the lead placement was changed from lower arms to upper arm. The patient reportedly had an unnecessary angiogram performed as a result.

Manufacturer narrative:
Upon reviewing the provided ECG reports it was determined the automated measurements were correct and the qrs changed as expected when the electrodes were moved. In addition, the placement of leads and operation of the equipment was correct, therefore, there were no issues with user workflow or operation on case. There are causes for st elevation that can occur at rest without a coronary obstruction. The conclusion by the healthcare practitioner from a negative cath lab result "no fixed abnormalities detected" to a "false reading" was found to be inaccurate. The device worked correctly and as specified. There was an incorrect conclusion of the healthcare practitioner.